Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor, system board, and internal tubings were replaced to address the issue. The device had evidence of contamination.